Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the inspection of surgical consumables in the sterile room, it was found that there was hair inside the packaging. It was treated as medical waste and the consumables warehouse was informed. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 6/17/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: * were there any patient consequences? * where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) * are there any photos of the foreign matter available? * was the product seal on the foil still intact when the package was opened? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) -----------contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/22/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.